Event description:
It was reported that while the patient was in the hospital following the initial implant, the patient's heart rate was showing between 120 and 125 beats per minute. The device was reprogrammed and the patient's heart rate went down into the normal range. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.